Manufacturer narrative:
Of the 46 allegations of a malfunction, 26 pumps were returned to animas and investigated. Of the investigated pumps, 26 were found to be malfunctioning due to battery compartment cracks, damaged battery caps, and stripped battery compartment threads. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 46 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-75 years of age and between 45 and 330 pounds. Of the reported patients, 16 were male, 30 were female, and were unknown.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 19 instances of battery life w/damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.